Manufacturer narrative:
Continued: e1- phone number: (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: the device related to the reported events rupture was received on jun 03, 2025, with lot number 3133819. Based on the product analysis performed, the assessments of the complaint codes are: rupture: observed an opening assessed as surgical damage , observed broken device assessed as unidentified (tear) opening and observed a missing piece of shell assessed as inconclusive. No additional observations performed on the device. No further actions are required.

Event description:
Healthcare professional reported left side device rupture, folds and some surrounding fluid diagnosed by ultrasound and mammography. The device has been explanted and replaced with another manufacturer's device.